Manufacturer narrative:
The actual sample was returned and evaluated. Visual inspection confirmed that there were no anomalies in appearance. The device was performance tested by being attached to a circuit with tubes and 1l of saline solution was circulated through the device. The pressure drop of the actual sample was found to be higher than that of the retention sample pulled from the current production run. Further investigation revealed the adhesion of erythrocyte components, including echinocyte and blood platelets and the formation of fibrin net, on the heat exchanger module as well as on the filter and the surface of the fiber in the oxygenator module. A review of the complaint files confirmed that this lot has not been previously reported. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no indication that this event was related to a device defect or malfunction. There are many complex clinical variables that may have affected the described conditions during the procedure. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported that pressure increase occurred while using a capiox fx05 during a blalock-taussig shunting procedure on a pediatric patient. The following information was provided by the user facility: when extracorporal circulation (ecc) was started, pressure before the oxygenator was 288mmhg; after cooling started, about 20 minutes later, the pressure gradually increased and reached 423mmhg; pressure immediately after the oxygenator was 160mmhg; after warming started, about 25 minutes later, the pressure started to decrease and finally reached 150mmhg at the end of the procedure; since the procedure was almost finished the attending physician decided not to change out the device which resulted in no blood loss for the patient; the procedure was completed successfully and there was no harm to the patient.